Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Medwatch report #(B)(4) states: patient suffered from metal toxicity secondary to left hip asr implant, with synovitis of the left hip. A revision was performed of the left total hip as well as a replacement of both the acetabular and femoral head component. A full synovectomy of the left hip joint was also performed for metallosis. Relevant tests: cobalt level: 50.5. Chromium level: 29.1. Other relevant history: this patient was a (B)(6) female who had a successful left hip replacement back on (B)(6) 2008 using a depuy asr implant. She had been doing great, unfortunately she developed issues with metal toxicity. She had blood tests over the past several years. Her metal toxicity was causing her to develop hearing loss, as well as visual and skin issues.